Event description:
The customer reports that 24 hours after the strip was placed, urine was noticed in the left cutaneous vent of the strip. An endoscopic control was made when the warps were crossing and no perforation were noticed during the procedure. According to the physician, the shape of the warp lead to a tear of the anterior bladder. The cystoscopic control was made during warp crossing and not after the strip, so the issue could not be noticed. The device was removed 2 days after the first procedure.

Manufacturer narrative:
(B)(4).